Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was displaying an error code. Troubleshooting steps were taken including resetting the device and turning it back on. The device was restored to service and remains in use. There was no patient involvement.